Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that alerts for lead safety switches (lss) were received due to high, out-of-range (>3000 ohms) pacing impedance measurements from the right ventricular (rv) and left ventricular (lv) leads. Technical services was contacted and recommended diagnostic imaging and in-clinic assessment to evaluate the integrity of the rv and lv leads. At this time, the system remains implanted and no adverse patient effects were reported. The leads are not boston scientific products.